Event description:
The customer stated that she "smelled insulin" and noticed that the "cannula was not in." In addition, the cannula "looks bent." No reason for the cannula pulling from the site was noted. Her bg level during the first day of wearing this pod was 295mg/dl. The device will not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. Based on the absence of a time line provided in the report, it is unk when the cannula had pulled from the insertion site in relation to when her bg levels began to rise. No conclusion can be drawn. The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." By following user guide instructions, the customer would have immediately removed and replaced the pod upon noticing that the cannula was not inserted into her skin. A review of lot qualification records was performed - the lot passed the acceptance criteria.